Manufacturer narrative:
Result: cracked head left siderail panel. Damaged footboard modules.

Event description:
It was reported by service report that the head left siderail panel was cracked, with fluid intrusion, but it was still operational. The footboard modules were damaged, with possible fluid intrusion. No patient involvement or adverse consequences were reported.